Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed, there was signs of use. The mount was fractured at the hex. The hex piece was returned. The implant had some drive feature damage, likely from removal of the mount. DHR review was completed for the subject lot number 1259396. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259396 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex.the hex piece was returned. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D6: implant date unknown / not provided. E1: reporter phone: (B)(6). G4: premarket identification k011028/k013227.

Event description:
It was reported that mount fractured during implant placement. Procedure was completed placing other implant.